Event description:
It was reported that during the pre-test sterile water leak was discovered near the inflation valve of foley catheter when infusing sterile distilled water. It was noted that the given lot# was myjr3027.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test sterile water leak was discovered near the inflation valve of foley catheter when infusing sterile distilled water. It was noted that the given lot# was myjr3027. Per follow up information received via ibc on 21oct2024, stated that they were not sure what the details of the foley catheter inflation problem, but when sterile distilled water was infused during the pre-test, it was said that sterile distilled water leaked out near the valve. Per notification from investigator on 15jan2025, it was reported that an asymmetrical balloon in the foley catheter was found during sample evaluation.

Manufacturer narrative:
The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. Five photos were received for evaluation. The first one shows a top view of a 3-way foley catheter and syringe, the balloon is asymmetric. The next photo shows the catheter funnel. The third photo zooms into de asymmetrical balloon and tip. The last two photos show the catheter's cap lot nghw3679 and tray's label lot myjr3027. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.